Event description:
According to the reporter, during dialysis, the red port (arterial) catheter had a narrow loop site that caused dialysis pressure that was always extremely high and treatment only lasted 15 minutes and had to be terminated. It was also mentioned that less than 2 weeks prior, a leak had developed and started at the exit site on the abdominal wall (1 year and 4 months after implantation) however, there were no other defects/damages found where the leak was observed. The catheter was not repaired. There was no luer adapter issue and iodine was used as a cleaning agent on the insertion site. Povidone iodine and mupirocin ointment was used as cleaning agent on the device. Nothing unusual was observed on the device prior to use and there were no excessive force used to the device. The patient was on an automated peritoneal dialysis (pd) cycler which performs regular drain and fills on normal peritoneal dialysis, for which the catheter has been designed. There were no manual flushes performed, no special pd programs were used, and no machine faults or error messages were observed. No pd clamps were used on the catheter and there were no other products being utilized with the device. The lines were not reversed to attempt to clear the restrictions in the lines and they had to use a new catheter of the same brand to resolve the issue. The patient was able to do pd using the new catheter. Blood transfusion was not required. There were no other medical interventions performed and there were no patient symptoms or complications associated with this event. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d1, d2, d4 (model number, catalog number, lot number, UDI and expiration date), d6, g4, g5 (PMA / 510(k)), h4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the catheter appeared intact, no abnormalities noted. Pmv performed functional testing which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. A test guide wire was used to check for occlusion. The guide wire was inserted into both lumen, no occlusion was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, the red port (arterial) catheter had a narrow loop site that caused dialysis pressure that was always extremely high and treatment only lasted 15 minutes and had to be terminated. It was also mentioned that less than 2 weeks prior, a leak had developed and started at the exit site on the abdominal wall (1 year and 4 months after implantation). The catheter was not repaired. There was no luer adapter issue and iodine was used as a cleaning agent on the insertion site. Povidone iodine and mupirocin ointment was used as cleaning agent on the device. Nothing unusual was observed on the device prior to use and there were no excessive force used to the device. The pat was on an automated peritoneal dialysis (pd) cycler which performs regular drain and fills on normal peritoneal dialysis, for which the catheter has been designed. There were no manual flushes performed, no special pd programs were used, and no machine faults or error messages were observed. No pd clamps were used on the catheter and there were no other products being utilized with the device. The lines were not reversed to attempt to clear the restrictions in the lines and they had to use a new catheter of the same brand to resolve the issue. The patient was able to do pd using the new catheter. There were no other medical interventions performed and there were no patient symptoms or complications associated with this event. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, the catheter had a narrow loop site that caused dialysis pressure that was always extremely high and treatment only lasted 15 minutes and had to be terminated. It was also mentioned that less than 2 weeks prior, a leak had developed and started at the exit site on the abdominal wall (1 year and 4 months after implantation) however, there were no other defects/damages found where the leak was observed. The catheter was not repaired. There was no luer adapter issue and iodine was used as a cleaning agent on the insertion site. Povidone iodine and mupirocin ointment was used as cleaning agent on the device. Nothing unusual was observed on the device prior to use and there were no excessive force used to the device. The patient was on an automated peritoneal dialysis (pd) cycler which performs regular drain and fills on normal peritoneal dialysis, for which the catheter has been designed. There were no manual flushes performed, no special pd programs were used, and no machine faults or error messages were observed. There were no other products being utilized with the device. The lines were not reversed to attempt to clear the restrictions in the lines and they had to use a new catheter of the same brand to resolve the issue. The patient was able to do pd using the new catheter. Blood transfusion was not required. There were no other medical interventions performed and there were no patient symptoms or complications associated with this event. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, the catheter had a narrow loop site that caused dialysis pressure that was always extremely high and treatment only lasted 15 minutes and had to be terminated. It was also mentioned that less than 2 weeks prior, a leak and a crack had developed and started at the exit site on the abdominal wall (1 year and 4 months after implantation). The catheter was not repaired. There was no luer adapter issue and iodine was used as a cleaning agent on the insertion site. Povidone iodine and mupirocin ointment was used as cleaning agent on the device. Nothing unusual was observed on the device prior to use and there were no excessive force used to the device. The patient was on an automated peritoneal dialysis (pd) cycler which performs regular drain and fills on normal peritoneal dialysis, for which the catheter has been designed. There were no manual flushes performed, no special pd programs were used, and no machine faults or error messages were observed. There were no other products being utilized with the device. The lines were not reversed to attempt to clear the restrictions in the lines and they had to use a new catheter of the same brand to resolve the issue. The patient was able to do pd using the new catheter. Blood transfusion was not required. There were no other medical interventions performed and there were no patient symptoms or complications associated with this event. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g4, g5 (510k) shipping information added: 8888413807 lot/ serial#(B)(6) was returned to north haven via dhl. Tracking#(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.